Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the potassium was over infused into the patient. The pump was programmed with 1000ml potassium at the rate of 500ml/hr. The pump found with correct rate and vtbi 689ml however the entire bag went dry. Patient reports feeling palpitations and burning to genital region post the event. Pump was stopped. Facility biomed findings as below: pump logs confirm the issue. From preliminary investigation, the device is functioning as expected. Lvp modules passed the rate accuracy test with <2% error.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion - potassium was not determined because no products or device logs were returned.

Event description:
It was reported that the potassium was over infused into the patient. The pump was programmed with 1000ml potassium at the rate of 500ml/hr. The pump found with correct rate and vtbi 689ml however the entire bag went dry. Patient reports feeling palpitations and burning to genital region post the event. Pump was stopped. Facility biomed findings as below: pump logs confirm the issue. From preliminary investigation, the device is functioning as expected. Lvp modules passed the rate accuracy test with <2% error.